Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassette had poor sealing and had unstable vacuum and fluid during cataract surgery without intra ocular lens implant. The surgery was completed on the same day by replacing the product with new one. There was no patient impact.